Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, instruments crossed paths and the tip cover from the monopolar curved scissors (mcs) had come off and fell into the patient. The item was retrieved from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument and mcs tip cover was inspected prior to use with no noted damage. The mcs tip cover was retrieved. The surgeon was retracting tissue in a tight space when the reported issue occurred. The surgeon believes what caused the tip cover to come off was instruments rubbing against each other. The instrument was used for roughly 2.5 hours before the tip cover fell off. The surgeon did not notice any issues with the functionality of the mcs instrument during the procedure. The mcs instrument did collide with another instrument. The mcs tip cover appeared to be properly installed with no orange showing. It was not installed beyond the orange portion. A reducer was not used. There was no difficulty removing the instrument and the mcs tip cover. The instrument wrist was straight upon removal. There was no noted damage to the mcs tip cover, instrument, or cannula after the event occurred. The procedure was completed robotically. The mcs tip cover and mcs instrument are not available for return. There are no photographic images.

Manufacturer narrative:
Based on the claim against the product by the customer noting tip cover from the monopolar curved scissors had come off and fell into the patient, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument tip cover fell off inside the patient during a da vinci assisted procedure. The tip cover was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the issue to occur.